Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient died. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if dianeal therapy was ongoing up until the time of death. It was not reported if the patient was performing peritoneal dialysis therapy with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.